Event description:
Pt had injection laryngoplasty with juvederm. After the procedure, developed arthralgias which led to a hospitalization. Temporal relationship only. Not known as the acute. Reason for use: vocal cord paralysis.